Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. The device meets specification as per service installation record. The device was successfully verified prior and after the day of event. No associated service visit for the reported event could be identified. The reported treatment could be identified in the logfile. The treatment of the patient´s left eye was aborted by device during bed cut. Treatment was only sixty four percent complete. The laser showed the warning message "suction pressure pump two too low" and the info message: ¿vacuum exceeds limits - treatment is aborted. Repeat vacuum check.'' Each once. The vacuum pumps were shut off. After the aborted treatment the customer repeated the vacuum check successfully without issues. However event thought the check was repeated successfully, the customer decided to restart the laser system. Review of the log files for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The available data was also investigated by a local technical expert. During the investigation no device related cause for the event was identified. The laser system was working within specifications. The used patient interface was send for investigation, but has not yet returned. Investigations regarding the patient interface will be done in the second child record. No other complaint-related product is expected to return for investigation. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - product met specifications". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an incident in which the surgeon experienced a sudden loss of suction in the left eye during refractive surgery, accompanied by the error message pressure too low. The surgeon reported that the patient was calm and did not move throughout the docking phase and also noted that good centration and correct docking were observed. The surgeon confirmed that the foot pedal was not released at the time of the event, and no false suction was observed. There were no signs of conjunctival elevation, and suction initially appeared stable. The surgeon decided not to convert the procedure to photorefractive keratectomy. A retreatment was planned approximately six weeks later.